Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, after inserting a 6f non bsc introducer sheath, the lesion was crossed using a 0.014 non bsc guidewire. Then, after the lesion was checked using intravascular ultrasound (ivus) opticross 18 catheter, the small peripheral cutting balloon was delivered. However, at first inflation, the balloon ruptured at 4atm for 2 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a 5-150 non bsc balloon catheter and good dilation was obtained. As per the physician, it seemed that the balloon ruptured during delivery due to vascular tortuousity of the iliac was severe. No patient complications was reported and the patient was good post procedure.